Event description:
The pt was injected in lips. The pt allegedly developed general edema, pain, tenderness and large hard nodules. The pt was treated with oral antibiotics, steroids and injected with a hydase and kenalog mixture.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specs, and did not reveal any issues with the alleged product lot.